Manufacturer narrative:
(B)(6). Device evaluated by MFR: the device was returned for evaluation. Visual inspection revealed that the coil, pusher wire, and introducer sheath were returned for this complaint, also a valve was returned. The coil was inspected, and it was found kinked and severely stretched. The pusher wire was found kinked. No more damage was found. Functional inspection revealed that the pusher wire was advanced through the introducer sheath, but it was not possible to continue advancing it because the coil was stuck, due the stretched condition. It was necessary to cut the introducer sheath in order to release the main coil. Microscopic inspection of the main coil and pusher wire revealed that the zap tip has a smooth surface. The interlocking arm was inspected, and no anomalies were noted. Dimensional inspection of the pusher wire and main coil revealed the components were within specification except the number of fiber bundles, which were only 15 out of 30.

Event description:
Reportable based on device analysis completed on 22jul2021. It was reported that the coil could not be delivered and deployed. The target lesion was located in the ilium. A 14mm x 30cm interlock was selected for use. During the procedure, it was noted that the coil could not be delivered and deployed. The device was simply pulled out and the procedure was completed with a different device. No patient complications were reported and patient was stable post procedure. However, device analysis revealed that there were missing fiber bundles.